Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to implant fracture approximately 1 year and 1 month after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was good. Local infection, bone resorption and peri-implanttitis were observed during removal surgery. Bone augmentation material was not used in implant placement surgery. There was no trauma history to patient related to implant fracture. The patient will need another surgical intervention.